Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015 the reamer broke in the patient's bone. The material exploded in the femoral head. Only a small piece was removed. It was also reported per an x-ray review by the medical director that; there is a broken reamer head in the head of the patient's femur. There is nothing stuck in the nail rather the reamer appears to be broken and remains in the patients bone. This event delayed the intervention because the pieces had to be extracted. There was a surgical delayed of one hour and fifteen minutes. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two pins with diameter of 3.2 mm are also affected by this incident. They have been used to guide the wick according to the operating technique. The hardness of the bones of the young patient twisted these two pins during their introduction. This is the deformation of the first pin, which led to use in one second, which is also twisted in use. Concerning the patient, there was actually a piece of wick that is still in his bone (femoral head). The patient was discharged from hospital but has not yet been reviewed. No reoperation is planned. No other data.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: - investigation summary for article 356.821 with lot number sx406897 - involved part 1: our investigation shows that the drill bit is broken off at the tip. The broken off fragments are missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents, the correct material ((B)(4)) was used and the hardness, -> measured data min. 684 hv10/ max. 716 hv10, was within the specification of 690 hv ±40. Also, the inner bore was inspected and found within the specified tolerance of ø3.4 0/+0.2 -> measured data 3.42 mm. Conclusion: unfortunately, we are not able to determine the exact cause of the breakage. It is likely that the reamer could slide along the guide wire adequately until it has arrived at the curved section so that a collision between the instruments was inevitable. This occurrence, in combination with a mechanical overload, could probably lead to breakage as a result. Please note, as mentioned in the actual technique guide, it is recommended that ¿if the guide wire has been bent to a greater extent, reinsert it or replace it by a new guide wire. Otherwise, the guide wire may be advanced through the joint.¿ because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treament, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.